Manufacturer narrative:
This is a final report. The meter has been returned and an investigation utilizing the meter and retained test strip lot no: 1353319 has determined the complaint is not confirmed. All results were within range specification and no errors were observed during control solution testing. A review of the meter's internal memory log revealed there were no results obtained on may 23, 2014. However, there was a reading of 185 mg/dl received on may 22, 2014 at 19:31. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's mother reported that on (B)(6), 2014 customer (a child of (B)(6)) was vomiting, had a seizure and experienced a loss of consciousness. A test was done using customer's adc blood glucose meter and a result of 185 mg/dl was received at 7:00 am. Customer was taken to a local healthcare facility where a reading of 55 mg/dl was received on a hospital meter. At the hospital, he had a cat scan and a full drug screen. Customer was diagnosed with hypoglycemia and treated with an intravenous infusion of dextrose. There was no report of death or permanent injury associated with this event.